Event description:
Reporter alleged passing out from a low blood glucose attack based on the blood glucose monitoring device result and having too much insulin in his body. Reporter stated glucose result was 140 mg/dl the morning of alleged event and dosed normal 15 units of insulin. Reporter indicated passing out and having a car accident where he was then hospitalized for a "low blood glucose attack." Reporter was unable to provide values for hosp result but stated being treated with a meal prior to being relased as well as insulin being changed to "2 new insulin's." Reporter indicated there had been several low glucose attacks previously which he had passed out and was treated with an IV and was transported to the hosp. Reporter stated no controls were used at the time of the alleged event and a request was made for the return of the suspect device and replacement product was sent.